Event description:
It was reported that the handpiece indicates a range issue. No case involved. The results of investigation have pointed out that the snaplock assembly was broken, which makes it a reportable event.

Manufacturer narrative:
H10: the device, intended for use in treatment, was returned for investigation. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications prior to being released for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the relationship between the device and reported event. A broken snap lock nut would cause range issues in the handpiece characterization test because it can prevent the snap lock from traveling to the correct lengths along the lead screw. The malfunction is likely due to mechanical component failure and a corrective action has been opened for this issue.